Event description:
It was reported that the patient underwent a revision surgery in which this left ventricular (lv) lead was surgically capped and replaced due to an unspecified anomaly. No additional adverse patient effects were reported.